Event description:
Heartmate 3 device was leaking between metal fitting of sewing ring and blood-pump. This is a metal to metal fitting that is sealed with a silicon ring that was not sealing for unknown reasons. Pt was bleeding copiously and had to return to cardio pulmonary bypass. FDA safety report ID #(B)(4).